Manufacturer narrative:
The evaluation and assessment was based on the findings the dispatched fse obtained on-site. There were multiple instances of a certain error code logged which indicates a problem with the auxiliary air inlet valve. The problem could however not be duplicated - the device passed all tests and could be returned to use. The particular valve is located on the top of the ventilator and is intended to dose ambient air into the cylinder in case of insufficient fresh gas flow i.e. Breathing bag is empty or no/insufficient fresh gas flow adjusted by the user. A sticking of this valve may be related to moisture or insufficient cleaning. These conditions may not be present anymore when a technician checks the device in follow-up of the event which would explain why the condition could not be duplicated. Dräger finally concludes that the reported problem does not represent a previously unidentified or falsely assessed risk. The ventilator had detected low fresh gas conditions which were not related to a device malfunction and initiated the dedicated countermeasures as designed. These countermeasures were not available due to the sticking valve which was brought to the user's attention by means of a corresponding alarm. The user managed the situation by bridging patient support in manual ventilation until a replacement device was available.

Event description:
Please refer to initial MFR. Report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported there was a ventilator failure during a case. The patient was bagged and the unit switched out. There was no injury reported.